Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was not performed and basal rates could not be verified. The customer called back to confirm the pump was clicking and delivering the basal rates.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.